Event description:
It was reported that a healthcare provider (hcp) contacted boston scientific technical services (ts) for a verbal review of pacemaker device data after this patient presented to emergency room with symptoms. The specific symptoms were not reported. Ts reviewed the device data and noted there were many pacemaker-mediated tachycardia (pmt) episodes, all of which appeared to have a sinus-driven rhythm. Also, there were many stored inappropriate atrial tachy response (atr) mode switch episodes due to noise and oversensing on the right atrial (ra) lead. The ra lead is not a boston scientific product. Ts noted that the ra lead impedances were within normal limits with no out of range measurements observed. Ts provided guidance to the hcp to perform an in-person device check to further evaluate the ra lead. The products remain in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)